Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lung wedge resection procedure, while detaching lung parenchyma, the device did not fire, the handle could not be held and pulled after the staple was assembled, and the knife did not move. A new handle was used however during firing the reload component was damaged, resulting in the latter half of the jaws not clamping tissue, so the staple didn't form at the distal end it happened on two(2) reload. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.